Manufacturer narrative:
The company has evaluated the subject pedicle screw and did not identify any device-related issues. Given the surgeon's note that the patient experienced multiple falls following the original procedure, along with the fact that the screw fracture was observed more than six months post-operatively - beyond the indicated fusion period - the company has determined that this incident is not attributable to a failure of the device.

Event description:
A surgeon observed on post-operative x-rays - taken more than six months after the original procedure[?] That one of the implanted pedicle screws had fractured at the screw neck. As a result, the surgeon performed a revision surgery to remove all previously implanted hardware, including screws, rods, and cross connectors. The exact date of the original procedure was not provided to the company. The surgeon noted that the patient had experienced several falls since the initial surgery, which were unrelated to the surgical procedure itself. The company has made multiple requests for the x-ray images; however, they have not been provided. The surgeon confirmed there was no harm or injury to the patient due to this incident.